Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: "hi" mmol/l (greater than 33.3 mmol/l) at 8:59 p.m. And 7.9 mmol/l at 8:59 p.m. On (B)(6) 2019, the patient received the following results within 10 minutes: "hi" mmol/l (greater than 33.3 mmol/l) at 10:21 p.m. And 6.0 mmol/l at 10:21 p.m. On (B)(6) 2019, the patient received the following results within 10 minutes: 27.1 mmol/l at 7:31 a.m. And 11.3 mmol/l at 7:31 a.m.